Event description:
Baxter brazil reported 2 incidents of "defect set" with the transfer set. This "defect" was noted prior to use with no pt injury or medical intervention reported by the complaint coordinator.